Event description:
It was reported that the right ventricular (rv) lead had high threshold resulting in the device having premature battery depletion. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned in segments and analyzed with no anomalies found. Visual analysis noted apparent explant damage. Additionally, performance data was collected from the device and analyzed. Analysis revealed no anomalies. Concomitant products: d274drg ICD, implanted (B)(6) 2011. (B)(4).